Event description:
Very vague report received that a pump over infused on the pt. No clinical details known at this time. Biomed reported the pump had multiple motor stalls and the lower occluder seems sticky. There was no pt harm reported and no medical intervention was required. Customer stated the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.